Manufacturer narrative:
Additional information: section c: initial report: as reported, during an endovascular treatment procedure, the "y" connector separated from a flexor shuttle tibial guiding sheath. Access was obtained from the left upper arm to reach the target occlusion within the left common iliac artery. The sheath was advanced over another manufacturer's 0.035-inch wire guide; however, resistance was encountered in the tortuous abdominal aorta. The user rotated the sheath, using the "hand part", and reported that torque could not be applied during advancement. At that point, the y-connector was noted to be separated from the sheath. Another device of the same type, from a different lot, was used to complete the procedure successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: reviews of the complaint history, device history record, documentation, instructions for use (IFU), manufacturer¿s instructions, and quality control procedures of the device were conducted during the investigation. The complainant did not return the complaint device to cook for investigation. However, the customer provided images of the device that failed. From the images, there is biomatter on the sheath. In addition, the hub is separated from the shaft. A review of the device history record shows no related nonconforming events which could contribute to this failure mode. As there are adequate inspection activities established, objective evidence that the DHR was fully executed, no related non-conformances and no additional complaints from the same lot, it was concluded that there is no evidence that nonconforming product exists in house or in field. No gaps were discovered in the manufacturing instructions or quality control procedures for this device. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. An IFU is provided with this device, which warns, ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ since there was difficult advancement in the tortuous anatomy location, it is possible force was used during advancement which could have caused the hub to separate. Based on the information available, cook has concluded that the cause for this event can be traced to patient anatomy. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an endovascular treatment procedure, the "y" connector separated from a flexor shuttle tibial guiding sheath. Access was obtained from the left upper arm to reach the target occlusion within the left common iliac artery. The sheath was advanced over another manufacturer's 0.035-inch wire guide; however, resistance was encountered in the tortuous abdominal aorta. The user rotated the sheath, using the "hand part", and reported that torque could not be applied during advancement. At that point, the y-connector was noted to be separated from the sheath. Another device of the same type, from a different lot, was used to complete the procedure successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.